Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains in the patient.

Event description:
It was reported that secondary fracture occurred around the distal lateral screw of t2 nail on (B)(6) 2018. During rehabilitation, complained a pain around the knee although continued rehabilitation. Then visited a hospital and found a secondary fracture in the nail distal. "It will" revision surgery on (B)(6) 2019.

Event description:
It was reported that secondary fracture occurred around the distal lateral screw of t2 nail on (B)(6) 2018. During rehabilitation, complained a pain around the knee although continued rehabilitation. Then visited a hospital and found a secondary fracture in the nail distal. It will revision surgery on (B)(6) 2019.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.